Event description:
Procedure type: laparoscopic proctectomy according to the reporter: the surgeon found the black knob could not open after the device was fired over tissue and the staple was badly shaped. The device was resected.

Manufacturer narrative:
(B)(4).